Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
On (B)(6) 2005, a patient was implanted with a two-level prodisc-c at c5-c6, c6-c7. On an unknown date, the patient presented symptoms of recurrent cervical brachial pain, and has significant cervical stenosis confirmed by CT myelography. The patient was returned to the operating room on (B)(6) 2013 for revision to the c4-t1 posterior instrumentation using local bone graft fusion. This is report 1 of 1 for (B)(4).